Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient developed inflammation, pimples, dry skin, drainage, and pustules under the sensor patch. The patient had itching and burning sensation in the area. He stated the reaction area felt hard and warm to touch. The patient's was prescribed amoxicillin (antibiotic, unspecified route and dosage) and an unspecified topical ointment for a bacterial infection. At the time of the report, the patient stated he has a scheduled follow up appointment with his doctor the next day. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).